Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00204. (B)(4) clinical study. It was reported that significant bradycardia and hypotension occurred. In (B)(6) 2015, it was indicated that the patient's qualifying condition was stable angina. Subsequently, coronary angiography and index procedure was performed. The de novo target lesion was located in the mid right coronary artery (rca) with 99% stenosis and was 6mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of a 2.50x12mm promus premier&#10244;rug-eluting stent. Post-dilatation was performed with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient experienced class 4 angina, which required hospitalization and interventions of a percutaneous transluminal coronary angioplasty (ptca) with intracoronary stent placement to the mid rca and a target vessel revascularization (tvr). The patient had complaints of continued dyspnea on exertion and chest pain. The patient reported developing chest pain that radiated up from the left breast while driving yesterday, and took two nitroglycerin (ntg), which resolved the pain. The patient is on two anti-anginals (ranexa and metotrolol), but continues with symptoms. The patient does not tolerate an increase in anti-anginals due to hypotension. Twenty-seven days after, coronary angiography revealed widely patent of the previously implanted study stent in mid rca and a 95% stenosis in native vessel just proximal to stent. On the same day, the patient underwent percutaneous coronary intervention (pci) with a 2.5x16mm promus premier&#10244;rug-eluting stent for the tvr of the target lesion. Intervention rationale included positive stress test or other objective evidence of cardiac ischemia, angina, and symptoms of ischemia. Pre-treatment diameter stenosis was 95%, and post-treatment stenosis was 0%. During the tvr, the patient experienced a brief period of significant bradycardia and hypotension as stent was being positioned and inflated. Flow was briefly occluded during the stent placement. Following inflation, rapid delivery balloon removal was necessary. The bradycardia was very brief and resolved quickly after deflation. No additional intervention was necessary. The patient tolerated the procedure very well. The stent being positioned during the subject's bradycardia and hypotension was a 2.5x16mm promus premier&#10244;drug-eluting stent. The degree of bradycardia and hypotension were unavailable. On the following day, the patient was discharged from the hospital and the class 4 angina was considered resolved.